Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. Undetermined. The patient reports post implant pain/discomfort in the pelvic area, and pain, numbness, and tingling in her legs. She has seen multiple physicians and undergone multiple diagnostic testing for which there were no findings, as the test results were normal. Currently, the patient states that she is not actively being treated for her symptoms. She was unable to provide a lot number, therefore a review of the manufacturing records could not be conducted. Based on the information provided a root cause for the alleged patient symptoms is undetermined. If additional information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is alleged on (B)(6) 2014 she underwent an umbilical hernia repair with implant of a ventralex mesh patch. Since the implant of the ventralex patch she has seen 3 different physicians for complaints of pain, some numbness, and tingling in her legs in addition, she has some pain and discomfort in her pelvic area. The md's that she had seen did diagnostic testing such as CT scans, MRI and blood tests which all came back normal with no findings. Patient is not actively being treated for her symptoms at this time.